Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited noise and had difficulty being inserted into the guidewire. The lead was not used. Another lead was implanted successfully. There were no adverse consequences to the patient.